Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room service due to low blood glucose with blood glucose level was 19 mg/dl. Customer stated insulin pump had insulin flow blocked alarm. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to event has been updated. The updated information has been provided with this report.

Event description:
It was reported that insulin flow blocked alarm was infusion set issue.